Event description:
The patient underwent revision surgery following a diagnosis of altr. The following measurements were recorded 29 months after index surgery: cobalt - 28; chromium - 2.8; esr - 20; crp - 0.2. Infection was diagnosed - organism s. Epidermidis, s warneri. The revision was 1 stage revision followed by 6 weeks linexolid (antibiotic) treatment. The patient was reported to be symptomatic.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate modular femoral stem left hip. Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
Updated implant date based on additional information. An event regarding altr involving an unknown rejuvenate modular device was reported. The event was confirmed. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
The patient underwent revision surgery following a diagnosis of altr. The following measurements were recorded 29 months after index surgery: cobalt - 28; chromium - 2.8; esr - 20; crp - 0.2. Infection was diagnosed - organism s. Epidermidis, s warneri. The revision was 1 stage revision followed by 6 weeks linexolid (antibiotic) treatment. The patient was reported to be symptomatic.